Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (Age at time of event): patient was reported to be in his fifties. Sheath: 6fr sheath, 18f sheath. Other: gore device. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. The other two proglides (part#12673-03, lot# unknown) are being reported under separate manufacturer report numbers.

Event description:
It was reported that a physician, not trained in the use of the proglide device, attempted pre-closure of the right common femoral artery (rcfa) prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, 2 proglide devices were easily deployed after placement of a 6f sheath in a pre-close technique fashion. The endo graft was placed. The procedure was completed and the 18f sheath was removed. Both of the closure device sutures failed to cinch down over the wire; the knots locked. A third proglide was placed but failed to catch in the setting of the 18f arteriotomy. Surgical cutdown was done and a purse string suture was placed directly on the artery to achieve hemostasis. A dissection in the iliac artery, just distal to the graft, occurred and was treated with placement of an abbott stent, however, the patient developed acute limb ischemia within 12 hours. Rcfa surgical repair with pericardial patch was successfully performed and the patient did well. The pre-close of the left cfa went fine. According to the physician, there was a 3 hour lapse between the delivery of the proglides and attempted closure and possibly the suture should have been wetter as the sutures were not soaked as much as usual prior to closure, which may have played a role with arteriotomy closure. The physician indicated he believes calcification of the artery played a role; the vessel dissection was likely a combination of the pre-close of a calcified vessel together with firm manual compression on diseased artery to achieve hemostasis in setting of large caliber sheath and disruption of the artery with purse string suture. With endarterectomy the vessel was very friable. Though requested, no additional information was provided.